Manufacturer narrative:
Per the implanting physician, the patient had failed to comply with recovery instructions after the implant, likely resulting in the lead migration seen. It is likely that the ipg was damaged from handling during the revision procedure. Surgical intervention is likely a direct result of patient non-compliance and not likely due to any system or component failure.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat lower back pain. The system was sucessfully activated on (B)(6)2024. In july 2024 the firm was notified that the patient had lost therapy and troubleshooting was attempted without success. Xray imaging found that the implanted system had significantly migrated from the intended location. Surgical revision was performed on (B)(6)2024 to replace the migrated leads. During the procedure the system returned impedance readings indicating two non-functioning electrodes and thus also necessitating replacement of the implantable pulse generator (ipg).